Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument's electric hook detached. No fragment fell into the patient. The procedure was completed with no reported injury.